Manufacturer narrative:
Voluntary distributor report the manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report this complaint was created in response to a report provided by the italian farmacovigilanza, that the device, sb979, endo pocket 7.5x9", was used during a robotic nephrectomy on (B)(6) 2023 and, ¿during the surgery the bag didn't close and the connectio wire is broken¿. Further assessment found that "no fragments or components fell or remained in the abdomen". It was further reported that, "apparently, the condition of the wire was perfect. We cannot know for sure whether the broken thread is the cause or the consequence of the bag not closing. The wire broke on the first attempt to close the bag, after positioning the surgical piece in the bag, exactly in the distal (external) part where there is a small device, connected to the thread, to be pulled to allow the closure of the bag. The wire broke on the outside and came out simultaneously with the rest of the device. There were no consequences". There was no injury to the patient or user reported, and no report of medical intervention or hospitalization for this event. The procedure was reported to have been completed successfully with a delay of ¿a few minutes; the time it takes to open another bag¿. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.